Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The camera was replaced and calibrated. The system was tested and operates as intended.

Event description:
The customer reported a communication failure error message on the 8800 system and that the images were cut off on the monitors. No patient injury was reported.